Manufacturer narrative:
UDI# (B)(4). Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed, and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. The root cause of this event cannot be conclusively determined with the available information. In this case, the valve was replaced with a smaller size valve. It is unknown whether this may have caused or contributed to this event. The explanted device is not available for evaluation. However, this event was most likely impacted by patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.  Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through the implant registry that a 29mm 7300tfx mitral valve was explanted at implant due av groove dissociation. The explanted valve was replaced with a 27mm 7300tfx valve. Per received medical records: the patient presented with mv bacterial endocarditis and mr. Tee demonstrated a huge vegetation on the p2 segment of the posterior leaflet and thickening of the anterior mitral leaflet. After excision of the anterior and posterior leaflets and the chords, the mitral annulus was debrided. A 29mm 7300tfx was implanted and secured with cor-knots, and the left atrium was closed. After weaning the patient off bypass, profuse bleeding from the backside of the heart was noticed, and the av groove near the anterolateral commissure on the back of the heart was filling with a hematoma. The heart was rearrested and the left atrium was reopened. The 29mm 7300tfx valve was explanted. There was a small tear near the anterolateral commissure which seemed to be the cause of the av rupture. This was repaired with a pericardial patch. A new undersized  27mm 7300tfx valve was implanted and the left atrium was closed. The bleeding seemed to be ceased. Post implant tee demonstrated a good function of the valve without any paravalvular leaks. The patient was transferred to rehab in stable condition on pod#4. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: corrected conclusion coding to section h6.